Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently failed to power on with battery power. The device successfully powered on via ac power. Complainant indicated that there was no pt involvement in the reported malfunction.